Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 3.00 x 28 synergy¿ drug-eluting stent, when the protective cover was removed from the mounted stent, the device was 'losing' from the mounted position. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. The stent was damaged and stretched for full length of the stent; thus the outer diameter could not be measured. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was found to be within max crimped stent profile measurement. This information confirms that the stent was crimped tightly onto the balloon at the time of manufacture. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. A stent protector was returned with the device. The ID (internal diameter) of the returned protector was found to be within specification. Based on the returned stent protector being within specification and the maximum crimped stent profile, there are no issues to note with the interaction of the two components provided the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 3.00 x 28 synergy¿ drug-eluting stent, when the protective cover was removed from the mounted stent, the device was 'losing' from the mounted position. The procedure was completed with another of the same device. No patient complications were reported.